Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon and 3.50mm x 12mm nc emerge balloon were selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 12atm within 10 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.